Event description:
It was reported that the patient pre-treated an approaching low glucose at 78 mg/dl, then experienced hypoglycemia to 57 mg/dl after additional corrections, and was counseled to treat glucose only when below 70 mg/dl with 15 grams of fast-acting carbohydrates; no device malfunction was alleged and no specific device component was implicated. Symptoms included hypoglycemia and confusion/disorientation. Outcomes included the need for oral glucose as an unexpected medical intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect treatment method rather than a device or component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.